Event description:
The customer reported that the device is not passing ops check, and output is not what it should be. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device is not passing ops check, and output is not what it should be. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.